Event description:
During an in-clinic follow-up, oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was seen in-clinic for provocative testing, however, the oversensing could not be reproduced. No further intervention was performed at this time. The patient was stable and will continue to be monitored.